Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported no sound, no audio which was reproduced. The reported condition was verified. The cause was determined during a visual inspection to be the speaker was damaged. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound and no audio during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.